Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an ent (ear, nose, and throat) procedure on (B)(6) 2025 and suture was used. The suture was frayed where the needle meets the suture. The suture separated from the needle. There were no adverse events or patient consequences reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One top foil and one suture piece were received for analysis. Product code vcp416h. During the initial inspection of the sample, no breakage suture was observed. Even though two extremes were noted to be cut; one extreme exhibited fraying suture since a filament of the suture was pulled, and the strand was twisted, likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. The product code vcp416h contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. Besides that, the needle was not returned for evaluation. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.